Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor rpms were not within specification, the control bar was not flush with the master blade, and the calibration at the 0 reading was incorrect; however, the repair was not completed because the customer declined the repair. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in needed of repair for unknown reason. No further information provided. Investigation found the rpm's were not within specification. No adverse event was reported as a result of this malfunction.